Manufacturer narrative:
Patient's age at the time of event unknown/ not provided. Patient's weight unknown/ not provided. Date of event unknown. Device lot number not provided. Reporter's last name not provided. Device 510(k) number unknown.

Event description:
It was reported that the retaining screw (mhlas) fractured inside the implant (tsvt6b10). It was also reported that implant was removed and replaced with another one.

Event description:
No further supplemental reports submitted under this number.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on MFR-0002023141-2018-00881.